Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal of the right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for treatment but could not pass through the lesion. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported. The patient status was fine.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.